Event description:
In 2002, it was reported to arthrocare corporation that the tip of a percdle spinewand had become detached from the wand within the nucleus of the disc being treated (decompressed). It was reported that after the tip became detached from the device, the operating physician completed the procedure with a new device. It was reported that the tip of the device remains within the disc. It was reported that the operating physician does not find it necessary to remove the tip from the intradiscal space. No medical or surgical intervention is planned to date.